Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the lead was too short for the patient's anatomy. The lead was not implanted and a different longer lead was implanted successfully. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, lead was too short for the patient anatomy. The lead was not implanted and different longer lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.